Event description:
It was reported, the rigid video scope had a loose sheath. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image wave interference. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure - sheath is loose due to a component failure of the sheath. Image interference wave is likely caused by a component failure of insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the performance of this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the rigid video scope had a loose sheath. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.